Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultramini meter is giving inaccurate high reading of "355 mg/dl" compared to "177 mg/dl" obtained another meter. The patient's diabetes is managed with oral medication. On (B)(6) 2010 at 7 am, the patient obtained the alleged inaccurate high reading. She did not take any action in regards to diabetes management at the time of concern. Between 7 and 7:30 am, the patient reportedly developed symptoms of hot and sweaty. There was no allegation of medication intervention as a result of the alleged issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, meter to other meter comparison was performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia after obtaining an alleged inaccurate reading on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k061118.